Event description:
Reported 1 suspected false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Following the initial positive sofia sars result, a repeat sofia test was performed that yielded a negative sofia sars result. Confirmatory pcr test completed at a different facility, but the customer was unable to provide results.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: unable to determine. Source: phone.